Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2022 to (B)(6) 2022 of 50-70 mg/dl. The low bg causes were not known. Customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.